Event description:
It was reported that this pacemaker system was to undergo magnetic resonance imaging (MRI). Technical services (ts) was consulted and noted the pacemaker systems right ventricular (rv) lead exhibited high out of range impedance measurements, which indicated a possible lead integrity issue so the system was not MRI conditional and as such, no MRI was performed. This rv lead remains in service. No adverse patient effects were reported.